Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged missing left door. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. The third-party service center confirmed the complaint and missing left door was replaced. The device operating software was upgraded, and it passed the final test.